Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies. The patient was seen at the center for device evaluation. Programming adjustments were made. However, the reported problem was not resolved. On august 17, 2006. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device has been scheduled.